Manufacturer narrative:
(B)(4). Date sent: 1/15/2021. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?device follow-up: please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, reload was horizontally loaded and the stapler handed to the surgeon. It was placed on the antrum and fired. The firing sound of the engine sounded different and shorter than normal. The device could not be opened and they needed to return the knife by the safety mechanisms. The reload was fired half way. To finish the procedure, a new stapler was opened and the procedure was resumed. Patient consequence was not reported.